Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low sodium (na) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. Subsequent testing on an alternate instrument produced a higher recovery. No erroneous results were reported outside the laboratory. The results, provided by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
On (B)(6) 2010, a field service engineer (fse) was dispatched and performed ise modification (mod) on the system.